Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable low troponin t hs results for four patient samples. Of the data provided, only the results for two patient samples were a reportable malfunction. Patient 1 first result was 14.97 pg/ml and the repeat results were 31.88 pg/ml and 31.81 pg/ml. Patient 2 first result was 19.58 pg/ml and the repeat results were 36.10 pg/ml and 35.96 pg/ml. This patient was a man born in 1940. The erroneous results were reported outside the laboratory and the medical personnel were informed about the corrected results. The patients were not adversely affected. The reagent lot number was 187549. The expiration date was requested, but was not provided. The field service representative cleaned and adjusted the reagent and sample pipette, exchanged the pinch tubings, and adjusted the gear pump. The customer cleaned the measuring cell. These actions would remove any possibly contamination. After the service, no further issues were reported. A specific root cause could not be determined. Typical root causes include an issue with sample pipetting or bead capturing issues. The provided analyzer alarm trace did not indicate any issue with sample pipetting and performance testing was within specification.